Manufacturer narrative:
The pump was received with intermittent up arrow button response due to corroded keypad traces. The pump also had a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and scratches on the reservoir tube window.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a keypad anomaly. The blood glucose reading is 231 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.